Manufacturer narrative:
MFR received date: 08 jul 2019. The service engineer inspected the device and performed a software installation on the unit to address the reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05july2019. A follow up report will be submitted once the repair is complete.

Event description:
The blower stalled and the ventilator was inoperative. There was no patient involvement.